Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was constantly pulled during aspiration. The sheath was placed into the left atrium and the catheter was inserted into the sheath. The first aspiration appeared successful, however, with additional aspirations air appeared to be constantly pulled through the sheath. No air was seen in the patient. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported [ar code] was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was constantly pulled during aspiration. The sheath was placed into the left atrium and the catheter was inserted into the sheath. The first aspiration appeared successful, however, with additional aspirations air appeared to be constantly pulled through the sheath. No air was seen in the patient. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.